Event description:
Pt came into the emergency room. Was placed in a crib which had a disposable fitted sheet. Pt was laying on her left side of her face and when woke up had a 2nd degree burn. Required surgical intervention from a burn specialist. Dates of use: (B)(6), 2009. Event abated after use: yes.